Event description:
Additional information received from the customer on june 8, 2023 stating that they received product list number 146870489 along with product list number 12661-01 and was connected with an equashield device.

Manufacturer narrative:
Received: one used. List #146870489, primary plum set, clave secondary port, clave y-site, secure lock, 103 inch; lot #unknown. --> one (1) used. List #unknown, equashield; lot #unknown. --> one used. List #12661-01, primary set, 1 clave y-site, secure lock, 100 inch; lot #unknown. --> two used. List #unknown, 0.9% sodium chloride injection, usp baxter 50 ml intravenous bag; lot #w3a09cd. Received one used 146870489 primary plum set for inspection. As received, a fold over stick down was observed on the secondary port clave. The returned mating device was measured and found to be compatible. The reported complaint can be confirmed. The probable cause of the clave seal stick down was accessing the clave at an angled or sliding entry during use. The dfu states: access connectors straight on (without angled or sliding entry). A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified. Additional information in sections: b5, d1, d2, d3, d4, d10, g4, d9 product received 3/7/2023. The postal code in section d3 should now be blank versus 22790 sent on the initial. For general information the registration site should now be rs-0003.

Manufacturer narrative:
The device is available for evaluation, however has not been received. Brand name: 7" (18cm) appx 0.37ml, smallbore bifuse ext set w/2 microclave® clear, 2 clamps, rotating luer.

Event description:
The event involved a 7¿¿appx 0.37 ml, smallbote bifuse ext set w/2 microclave clear, 2 clamos, rotating luer. It was reported that the negative pressure valve (clear piece within the clave) is getting stuck down/flipped and not functioning. This has lead to a chemotherapy spill. There was no report of patient harm and no additional information in regards to patient involvement.